Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via email that an ar-1922bc biocomposite pushlock anchor broke during insertion. The procedure was completed by removing all fragments and using a new ar-1922bc biocomposite pushlock. This was discovered during an rcr procedure on (B)(6) 2023. Additional information received on 11/24/2023: the case was not delayed, and no additional anesthesia was needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-1922bc serial/batch number (B)(6) was received for investigation. Visual evaluation found that the bio was broken off, missing a piece. No functional test was performed due to the damage to the device. The bone quality of the patient provided. Yes, a little bit hard. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.